Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead underwent a routine pulse generator change out procedure. When the lead was removed from the chronic device, the inner part of the terminal pin pulled away from the outer part. All lead measurements were within normal range. Ultimately the lead was capped and a new lead was implanted. There were no adverse patient effects reported.